Event description:
Dr was beginning thermal ablation procedure. Dr inserted the novasure device into the uterus. The device was unable to be properly seat in the uterus, the device just fell out. Dr decided not to proceed with novasure and used another device.